Event description:
The lay user/pt contacted lifescan (lfs) in 10/2005 and alleged that his one touch profile meter was not powering on. At the time of concern, the pt was dizzy and was "seeing spots." However, he did not test on the subject meter while experiencing symptoms. He rpeorted that the meter was working the day prior to his call to lfs. He was taken to the hospital, where the hospital meter result was 231 mg/dl, which does not reflect serious injury. He was not given any medical treatment or intervention there. He went home and took his oral medications. At the time of troubleshooting with the customer serveice agent, it was verified that this was not a new product. The pt was asked to press the power button, but the meter did not turn on.the batteries were checked and they were correctly installed and last replaced less than a year ago. The condition of the battery contacts was also good. A replacement meter, control solution, and test strips were sent to the lay user/pt.